Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or no photographs were provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address patella pain approximately fourteen (14) months post-operatively. During the revision, the surgeon also exchanged the articular surface for a larger size to achieve better stability. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen trabecular metal porous standard primary patella catalog #: 00587806532 lot #: 65351273, persona trabecular metal porous two-peg tibial component right size e catalog #: 42530007102 lot #: 65596950, persona trabecular metal porous cruciate retaining standard femoral component catalog #: 42502806402 lot #: 64946957. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00992. H3 other text : investigation incomplete.